Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was "beeping", insulin delivery was stopped and it prompted customer to change the cartridge. Customer declined tandem technical support's offer to perform a pump system check. Blood glucose was 162 mg/dl. Customer reverted to using manual injections for insulin therapy.